Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, power loss alarm, pump errors, replace battery now and low battery alert. The customer's blood glucose value was 400+ mg/dl. The customer stated that they have gone through 4 batteries since friday. The customer stated that the pump errors occurred after battery change. The customer stated that the delivery also stopped. The customer was assisted with the displacement test and it passed. The product was returned for analysis.